Manufacturer narrative:
(B)(4). Additional information: batch # m9337e. The analysis results found that the el5ml device was returned with a clip in jaws. In an attempt to replicate the reported incident; the device was cycled and a clip with gap was fed and formed the remaining 6 clips as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the incidents reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a bilateral laparoscopic inguinal hernia procedure, there were multiple misfires on clips. Vertical tear that increased with applying multiple clips that continued to misfire. Completed with another device. Noticed tactile difference with the final device. There were no patient consequences reported.